Event description:
The physician reported that the coil could not be advanced through the catheter. He encountered too much resistance. During co's evaluation of the complaint a fracture was discovered on the coil. There was no consequence to the pt from the reported complaint.